Event description:
It was reported by service report that the breakaway head section would not lock and the pivot pins were missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section.